Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient experienced pain greater than six months was enrolled in a synthes chronos study. Patient had a (posterior lumbar interbody fusion ) plif and was implanted with opal, matrix and two chronos strips at level l5-s1 on (B)(6) 2010. On (B)(6) 2012 patient returned to the clinic complaining of low back, left leg pain and pain upon sitting. Reportably the pain was experienced approximately for the last 2-3 months. A MRI, date unknown, showed a juxtafecet cyst at l4-5 on left with canal and foraminal stenosis. Surgeon scheduled patient for l4-5 decompression and possible fusion on (B)(6) 2012. The patient returned to the or on (B)(6) 2012 for l4 - l5 synorial cyst resection at adjacent level. The lumbar fusion was inspected and the construct was tested, noting good purchase of all screws into the bone. It was decided the patient did not need revision of the fusion or extension superiorly. No product was removed. This is for the screw which is 3 of 6 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional information: added verbiage, added patient medical history and additional surgical history.

Event description:
This report is for an unknown screw. This is report 3 of 6 for (B)(4).